Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 05-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving hydromorphone (1mg at 0.10006mg/day) and bupivacaine (5mg at 0.5003mg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020 the patient reported intermittent signs and symptoms of dizziness and episodic sedation. On (B)(6) 2020 the patient noted sedation, shortness of breath, and nausea. A pump pocket exploration and revision was ordered. On (B)(6) 2020 the surgery was performed, and the pump pocket catheter was noted to be anterior to the pump. A catheter kink was also discovered. The catheter was repositioned and moved posterior to the pump in the pocket. The pump segment of the catheter was spliced and the event was resolved without sequelae on (B)(6) 2020. The event resulted in an unscheduled clinic or office visit. The etiology indicated that the event was related to the device/therapy and was unlikely related to the implant procedure.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study updated the medication the patient was receiving to hydromorphone 1 mg for a total dose of 0.08807 mg/day. It was reported on 2020-jan-07 the provided noted and examination revealed a mobile pump pocket. It was noted that the mobility of the pump in the pocket likely contributed to the catheter migration and subsequent catheter kink with associated symptomatic side effects to intrathecal medication. It was noted the kink in the catheter likely caused the episodic symptoms. A pump pocket revision and the pump segment part of the catheter revision occurred on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was mobile pump pocket and the device diagnosis was updated to catheter migration. The relatedness to the event (mobile pump pocket) was possibly related to the device or therapy and possibly related to the implant procedure. The relatedness to the event (catheter migration/kink) was possibly related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, lot#/serial# (B)(6), implanted: (B)(6) 2017, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.